Event description:
Lead noise detected on hm iegm with lead check switching lead to unipolar. The patient is being brought in for evaluation. The lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.